Event description:
The user facility reported that a medical assistant incurred a needle stick following use of a syringe. Follow-up information from the user facility confirmed: the ma incurred an accidental needle stick to the left wrist while removing the syringe from a patient following a medication injection; the ma was treated with prophylactic antibiotics; and results of diagnostic blood testing for infectious disease is pending.

Event description:
This report is being submitted as follow-up #1 for mfg. Report 3003902955-2014-00002 to correct the catalog # initially reported.

Manufacturer narrative:
The involved device has not been returned for evaluation. Inspection and testing of a retained sample from the reported lot confirmed that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
As stated - this report is being submitted as follow-up #1 for mfg. Report 3003902955-2014-00002 to correct the catalog # initially reported.